Event description:
It was reported that while the patient was being managed in the ICU (no movement), intra-aortic balloon (iab) had ¿check iab catheter (flow restriction)¿ message occurred frequently. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields- b4, b5, b6, d6a, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields- d3 manufacturer, e1 (event site telephone), e3 removed fields- e event site postal code. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation and investigation conclusions).

Event description:
It was reported that while the patient was being managed in the ICU (no movement), intra-aortic balloon (iab) had catheter inspection required (flow restriction) message occurred frequently. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6) md, (B)(6) ce. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h3, h6. Type of investigation findings component code investigation conclusions h11. The trp3546 catheter used with a csave device began showing repeated flow restriction alerts the morning after use following instructions the catheter was replaced and the new trp3546 worked normally on the same csave unit the patient was never at risk and personal information is withheld the returned items are the trp3546 catheter and extension tube the product was returned with the membrane completely unfolded blood residue was found on the exterior of the iab and none was detected inside the inner lumen two kinks were observed on the catheter tubing approximately 736cm and 698cm from the iab tip the extender tubing and pressure tubing was also included for evaluation an underwater leak test was performed on the balloon catheter y fitting extracorporeal tubing extender tubing and pressure tubing with no leaks identified the iab was placed on the cardiosave pump and a catheter restriction alarm was triggered the catheter restriction alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The evaluation determined a catheter kink causing the reported problem it is difficult to determine when or how this occurred a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.